Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.

Event description:
An 8f angio-seal vip was selected for use. After the device was deployed, bleeding continued out of the puncture tract. Manual pressure was held for 25 minutes, and a hemcon patch was placed at the site on the pt's skin. Pulses were initially absent, but noted by the physician during follow-up. The pt presented the next day with obstructed blood flow in the superficial femoral artery, resulting in surgery to restore patency.